Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical system corporation (omsc), japan (returned to omsc on 2022-09-02). The evaluation at omsc confirmed that one of the jaws at the distal end of the jaws insert is broken off at its thinnest point. According to the article¿s lot number, the article was manufactured in june 2018. It is assumed that the jaws insert was worn out due to frequent use and reprocessing and that it was used longer than the 100 cycles the device is designed for. Possibly, there was already a damage existing to the jaw before the procedure. Thus, this event/incident can most likely be attributed to age-related wear and tear in connection with improper handling by the customer and thus to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the jaws insert without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during reprocessing after a therapeutic laparoscopic ascending colectomy procedure, it was noticed that a part of the curved tip at the distal end of the jaws insert was missing. Consequently, an x-ray examination was performed and the missing fragment was located inside the patient. An additional surgery was carried out and the broken fragment was successfully retrieved.